Manufacturer narrative:
It is unknown if the device was explanted from the patient. Though requested, the product disposition was not provided by the site. Approximate age of device - 6 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired due to sepsis on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not conclusively be established through this evaluation. The hmii lvas IFU lists infection and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the account did not recall the events leading up to the patient¿s expiration but it was noted that the patient had a driveline infection and colostomy. It was not known if the expiration was considered to be device-related; however, it was reported that the device operated as expected. Heartmate ii lvas was not explanted for evaluation.